Event description:
Biopince core biopsy device has a selectable depth, allowing 1.3, 2.3 or 3.3 cm of excursion when activated. I set the depth to 2.3 cm, but when activated, the excursion was 3.3 cm. I watched the depth selector slide forward when I activated the device.